Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient underwent removal of bilateral segmental l4-s1 hardware. Posterolateral arthrodesis of the transverse processes l4-s1 using bone morphogenic protein, bone marrow aspirate, and allograft granules. Re-exploration right sided laminectomy l4-5, l5-s1 for resection of recurrent herniated disk. Right trans-facet decompression nerve roots, l4-5, l5-s1. Instrumentation l4-s1 using percutaneous revolve pedicle screws and rods, l4-s1. Anterior interbody arthrodesis using allograft granules and bone morphogenic protein, l4-5, l5-s1. Preoperative diagnosis, status post lumbar fusion l4-s1. L4-5, l5-s1 pseudoarthrosis. L4-5, l5-s1 stenosis. L4-s1 instability. L4-5, l5-s1 foraminal stenosis. Per op notes, ¿I need to use the drill to drill off the posterior half of the cage in order to decompress the thecal sac widely and I untethered and decompressed the l4 nerve root widely. I then put 3 cc of allograft granules in the bmp sponge and stuffed that into the disc space for the interbody arthrodesis with a pseudoarthrosis. I repeated the decompressive process for l5-s1. Again, the significant compression from a retrolisthesis graft, peridural fibrosis, and osteophytosis. I was able to drill and untether everything and drill out the posterior aspect of the graft and then filled the disc space with bmp and osteobiologic, irrigated out the area, put in 6/5 screws in l4 and s1 on the right side, closed the fascia with 2-0 vicryl suture and skin with 4-0 monocryl.¿ patient alleges unspecified injury due to the use of rhbmp-2.